Event description:
After cementing restorations with multilink automix, post operative sensitivities occurred. Pt required endodontic treatment. No further info is available.

Manufacturer narrative:
(B)(4).